Event description:
It was reported that the vps unit becomes hot after running a few hours. Between 2-6 hours. The battery side becomes particularly hotter and the right side of the screen is warm. The procedure was completed successfully. There was no delay in treatment. No complication or death occurred to the pt.

Manufacturer narrative:
MFR control no: (B)(4). Eval: the returned vps console was visually inspected and it was found that the console does not have the rubber feet that are supposed to be on the bottom. To reproduce reported issue, the returned console (without rubber feet) and another console (with rubber feet) were set next to each other on a bench and turned ok. After about 6 hours, the two consoles were examined to compare how hot they are to touch. It was confirmed that the console without the rubber feet was somewhat hotter to touch than the other console in the comparison test. Rubber feet were installed on to the returned console and the comparison test was requested. After being on for about 6 hours, the two consoles were examined to compare how hot they are to touch. This time no difference was noticed. The intake and exhaust openings for air circulation are located at the bottom of the console. The feet elevated the console from the bench surface to make a gap that permit air circulated freely under the console. An in-service was requested for this complaint.